Event description:
It was reported the connectors and case are broken. The device was returned for repair. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Ventricular output connector is broken. Upper and lower cases, both bail covers, ring cover, and battery drawer are broken. Lead flex cover is contaminated. Printed circuit board flex connector is crimped. Battery contacts are compressed. The ring is missing. Keyboard window is scratched. Lcd (liquid crystal display) out of electrical specification.